Manufacturer narrative:
(B)(4). On april 13, 2018, it was reported that before surgery it was found that the grill was bent and damaged. The customer returned a skin graft mesher device, serial (B)(4), for evaluation. The device history record (DHR) reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher by zimmer biomet (B)(4) on april 13, 2018 revealed that the comb was bent and pretest could not be performed due to bent comb. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) on april 30, 2018 which included replacement of the comb. Skin graft mesher, serial (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review it was revealed that the comb was bent and pretest could not be performed due to bent comb. While during product review it was revealed that the comb was bent, it is unknown how this occurred. Therefore, a root cause cannot be specifically determined with the information provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that before surgery it was found that the grill was bent and damaged. It was not known when damage occurred. Subsequently this caused no patient harm and there was no delay. The surgery was completed using an alternate device and the problem did not cause any impact/damage to graft harvest. It was stated that the graft harvest was able to be used and no additional unplanned graft harvest required from the patient.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Upon receipt of additional information, it has been determined that this device did not cause or contribute serious injury therefore this has been updated to a malfunction only.